Event description:
Overdelivery reported. The pump was set to infuse morphine 1mg/ml, 0.5mg pca dose, pt lockout interval not recalled, 0.5mg/hr continuous infusion and a 20mg 4 hour limit. The 30mg vial reportedly "emptied in a shorter time than expected." After the overdelivery, the pt experienced "seizure activity, was non-responsive, blood pressure was 157/50, heart rate was 123 and oxygen saturation was 55%" a description of the type of seizure activity was not available. The infusion was stopped and the effects were allowed to wear off. No medical intervention was given for the seizures or for the oxygen saturation. The symptoms subsided over time and the pt returned to her baseline alertness without apparent adverse sequelae. She expired the following week, unrelated to this event. No additional info was available.